Event description:
It was reported that balloon rupture occurred. The target lesion was located in the non-tortuous and mildly calcified vessel in the tibial artery. A 3.0mm x 100mm x 150cm sterling sl balloon was selected for use. The sterling sl was positioned in the proximal treatment area of the anterior tibial artery, in a region with stenosis. The first inflation was successfully performed. The sterling sl balloon was then advanced to the mid-third of the anterior tibial artery. However, upon second inflation at the nominal burst pressure for 3 minutes, it was noted that the inflator was not increasing the pressure. The device was removed, and it was observed that the balloon ruptured in the mid-third and near the tip. The procedure was completed with an alternate device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6) reported here as initial reporter address 1 exceeded character limit for designated field. E1 - initial reporter phone: (B)(6) reported here as phone number exceeded character limit for designated field.